Manufacturer narrative:
On (B)(4) 2012, the customer contacted customer technical service (cts) in regards to similar issue. The cts conducted additional investigation and found the customer was overmixing accutni packs by mixing for 30 minutes and storing packs on their side. Cts informed the customer that over mixing can cause increased imprecision in the accutni assay. Although hardware issues were identified, and the customer was storing and handling accutni reagent packs outside of beckman coulter's published recommendations, a definitive cause for this event could not be determined with the information supplied.

Event description:
The customer reported four occurrences of non-reproducible false positive accutni results generated on the unicel dxi 600i synchron access clinical system on four patients. The results were not reported out of the laboratory; hence no change to patient treatment or injury was associated with this event. The customer did not question other assays or patient results. This MDR will address the event on (B)(6) /2012 for patient 3. The same was repeated on the same instrument a lower result within the normal reference range was obtained. The samples were collected in bd 13x75 mm lithium heparin (lihep) plasma separator tubes for accutni sample collections. The customer stated they use a stat spin centrifuge, however, the customer did not provide centrifugation data. The customer did not notice if the sample quality was normal before analysis. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run controls were run before and after the event and passed within the customer set mean. Unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The following system check data were provided by the customer: a system check performed (B)(6) 2012 showed the unwashed check (both mean and %cv) and wash efficiency failing. System checks performed (B)(6) 2012 showed all parameters passing within specifications. A system check performed (B)(6) 2012 @ 11:06 showed the washed %cv failing. A washed-only system check performed (B)(6) 2012 @ 11:43 showed the washed check %cv failing. A washed-only system check performed (B)(6) 2012 @ 12:05 showed the washed check passing within specifications. On (B)(4) 2012, a field service engineer (fse) found the fluidics manifold cracked around the rotor cover and the mixer rollers, pulleys and tensioner worn. The fse performed the followings: preventive maintenance and replaced the following additional parts: x- fluidics manifold; x- mixer belt tensioner; x- mixer motor; x-incubator belt. Cleaned the wash carousel. System check and high sensitivity (hs) system check; the system checks showed all parameters passing within specifications. System verified as performing to published performance specifications.